Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: two weeks following the operation, leakage occurred from part of the esophagojejunostomy, although, there was no problem one week before. Additional operation was done to treat the leakage. Staple formation could not be confirmed, since the tissue was badly adhered and contents of stomach was also found in the pleural space. Pt is recovering.

Manufacturer narrative:
(B)(4).